Manufacturer narrative:
The device has not yet been returned for evaluation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. Concomitant products: carto 3 (serial #(B)(4), model # m-4800-01); stockert (serial # (B)(4), model # m-5463-01); cool flow pump (serial # (B)(4), model # m-5491-02). (B)(4).

Event description:
It was reported that a patient, (B)(6) female, (B)(6), underwent an atrial flutter left (l-afl) procedure with a thermocool sf nav catheter and suffered a cardiac tamponade, which required pericardiocentesis. The patient had no medical history. During the mapping phase of the procedure, the patient¿s systolic blood pressure decreased and a transthoracic approach confirmed that the patient had a cardiac perforation and tamponade. The physician performed pericariodcentesis. The planned ablation procedure was aborted. Fluids, epinephrine, and neosynephrine were administered. The patient was transferred back to the intensive care unit (ICU) with a drain in place, although there was no further accumulation of fluids. The patient fully recovered with no residual effects. The physician¿s opinion regarding the cause of this adverse event is that it is device-related, however, the causative device may be a non-bwi reprocessed stryker quad catheter that was also being used during the procedure in the right ventricle. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.